Event description:
About three years ago, the pump alarm had gone off and then 5-6 days later the patient started to get sick and was sick for two weeks. The patient was on vacation when it happened and was in the hospital but they would not fill the pump so it went dry. The pump was dry for two weeks before she could find someone to fill it. The device system was used to deliver dilaudid. The specific symptoms and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).